Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b29, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was an alleged inaccuracy. The blunt planner probe and the articulating arm probe did not show the same accuracy during cases. The site tested the probes on a demonstration model and believed that the articulating arm probe "was mainly to blame." It was noted that they were off by 1 millimeter (mm) or greater. Delay information was not provided. No patient complications have been reported as a result of this event. Additional information was received. It was reported that the issue occurred during a cranial biopsy procedure.